Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: prematurely deployed; time of malfunction: during unpackaging; symptoms/ae: none; it was reported that during device preparation upon unpackaging the xpert stent tip was found partially deployed. There was no patient involvement. No add'l info available.